Manufacturer narrative:
Internal file number (B)(4). The device was not returned for analysis. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use, states: note the product use by date specified on the package. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported device expiration issue appears to be related to the use error. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional graftmaster device referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a perforation and the 4.0x26 mm graftmaster covered stent was not deployed, as it could not cross the lesion due to the anatomy. The use of the graftmaster did not cause or contribute to complications or adverse events. A new, 4.00x16 mm graftmaster device was used and was able to be implanted to seal the perforation. It was noted after use that the device was expired. The use of the graftmaster did not cause or contribute to complications or adverse events. There was no clinically significant delay in the procedure. No additional information was provided.